Manufacturer narrative:
Root cause: the root cause for the reported issue that pump slammed on patient's head was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu slide down the IV pole and hit a patient's family member on the top of the head. The individual reported headache and emotional distress however they indicated to clinical staff " it was ok". The event occurred in the surgery department.